Event description:
This lead was implanted on (B)(6) 2006 and was capped on (B)(6)2012 due to noise and diverted shocks. The physician was dr. (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).